Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 16 mmol/l. During troubleshooting with technical support, the pump was reset, and touchscreen issue was resolved.